Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event, and a review of the complaint history identified no similar incidents reported from the lots. Based on the available information, the reported single leaflet device attachment appears to be due to challenging patient anatomy. The reported additional therapy / non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult due to shadowing and the rotated heart. After deployment of the first clip, it was noted it detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 2. Per the physician, the slda was due to the anterior flail pulling the posterior leaflet out of the clip. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.